Event description:
Patient presented to surgeon with pain. X-rays showed a fracture in ther stem at the neck/sleeve junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.